Event description:
Intravenous (IV) tubing is designed for administration of blood via gravity. We could not get blood to flow through tubing. This has happened on more than one occasion. There was no patient harm.